Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the wireless software update was performed and the elective replacement indicator (eri) message cleared. The indicator had triggered earlier than intended. The ipg is providing therapy.